Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the global find was not working on station. The customer stated that they were unable to find medication details needed by patients and there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global find was not working on the station. A technical support specialist (tss) dialed into the station identified as medroom, as well as into the server. Both the station and the server were confirmed to be running version 1.8. It was verified that the customer had the global find and extended global find permissions enabled. During the check, it was found that the net.tcp (transmission control protocol) port sharing service was disabled on the medroom station. Additionally, the net. Pipe listener service, net.tcp listener adapter, and net.tcp port sharing services were also disabled and not running on the server. The tss enabled and started the net.tcp port sharing service on the medroom station and extended the same action to ten other enterprise server stations in the facility, making a total of eleven stations. The required services were also enabled and started on the server. A connection test was performed on port 808 between the server and the medroom station, and the port was confirmed to be open. The customer was then asked to test the global find function again on the stations. The issue was resolved and confirmed by the customer. The system functioned as intended after the technical support specialist investigated the device.